Manufacturer narrative:
Concomitant medical products: product ID 977a160, lot# va0dnce021, explanted: (B)(6) 2016, product type: lead. Analysis of the returned lead model 977a160 lot #va0dnce021 showed conductors #0, 1, and 3 through 7 were broken 33.5 cm from the distal end. The braid was broken under the anchor location. The outer insulation was intact. No shorts were seen between circuits and the continuity was acceptable. Open circuits were seen on conductors #1, and 3-7. They were intermittent on contact 0. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer's representative reported that there were out of range impedances noted on both the patient's implantable neurostimulator (ins) and external neurostimulator (ens). A lead placement/revision procedure was performed. There was no patient death or injury reported. The patient status at the time of report was noted as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease. It was reported that the lead revision surgery occurred on (B)(6) 2016. The impedance measurements were normal and the leads were stacked.